Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer called to report that she was hospitalized for high blood glucose levels after getting multiple no delivery alarms. No blood glucose reading was reported. The customer declined troubleshooting and asked to have the insulin pump replaced. Nothing further was reported.